Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to urethral atrophy. The aus was explanted, replaced and downsized cuff. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).